Manufacturer narrative:
Concomitant products: unknown. Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: no repair, okay. The device has not been serviced (repair/maintenance) as no defect could be determined regarding the device. During the pre-repair diagnostic assessment the service technician identified the following failure: no failure identified. The probable root cause of the event was determined to be no failure identified. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history review was completed: during the previous six months, the item was returned on (B)(4) 2013 due to housing broken, torn off. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the trauma recon system modular drive keeps on running on its own. Switching the device off has no effect. This is report 1 of 1 for (B)(4).